Event description:
Severe pain, headaches, facial and muscle swelling, whole body in pain and swelling in whole body, can't sleep most of the time because of the persistant pain, tinnitus in one ear the other gets fluid in it (sounds like I'm under water), can't eat nothing but soft foods, I don't have an appetite no more, can't go outside when it's hot I'll swell up really bad, can't take hot weather or if it's too cold, I can't stay outside neither feels like I'm slowly dying. I don't recommend anybody to ever have tmj total replacements. I didn't know there was other devices out there. I have metal and some type of hard plastic where they are making a groove. My opening is only 2mm. It hurts to chew anything. I can't move my jaw in and out or from side to side, just open and close. I mostly drink ensures and I was told I was the youngest person to have total replacements but I just started looking on internet and found out I'm not the youngest person to have this done. Told me I'm at a medical stand still they said they don't know about future repairs 'cause I'm the youngest. I was not given a booklet on info about tmj replacements. Wish the pain would let up some. I get stressed out easy. I was never like that before. My balance is off; I guess inner ear problems. Know I never had problems with balance before and I just saw a web site for some girl that just died from the implants. Don't know how much time I have left. Feels like I'm slowly dying. I don't know what else to do so I'm reporting this info to yall. Maybe stop tmj concepts from doing this to anyone else. If they feel like me, they might just want to die. The pain never goes away. Don't know what else to say but hope people read this before they get operation. Some days I can't even bend over to put my own shoes on. When the barometric pressure changes, I have to lay down and turn off the lights 'cause it makes me get migraines so bad I can't even walk around. Sometimes the migraines get so bad it makes me puke, the whole room spinning. Right now my head and it feels like every joint and muscle in my legs hurting real bad. Bad memory problems which I never had before.